Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During implant, the lead was unable to be repositioned as the stylet could not be moved. A new lead was implanted and the patient was in stable condition.